Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine interrogation, elevated thresholds with intermittent loss of capture were noted on the his bundle lead. Reprogramming was performed and the lead was deactivated. No patient complications have been reported as a result of this event.